Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with broken battery cap. Unable to verify battery out limit alarm due to no button response. No blank display during testing. No damage found on the lcd isolation tape noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The customer also reported a small crack in the battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.